Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of patient line extension sets were leaking from an unspecified location. The leaks were observed during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
Additional information was received which clarified that the unspecified quantity of "extension sets" were transfer sets addressed in previous reports. Correction: this report is a duplicate of manufacturer report number 1416980-2023-06056 and 1416980-2023-06759. All information can be found under manufacturer report number 1416980-2023-06056 and 1416980-2023-06759. Should additional relevant information become available, a supplemental report will be submitted.